Event description:
The customer observed false reactive architect ausab for one patient. The following results were provided (reference range < 8 miu/ml is nonreactive; >=8 miu/ml is gray zone; >=12 miu/ml is reactive): initial result= 8.0 miu/ml (gray zone); repeat results= 7.50 miu/ml and 20 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect ausab for one patient. The following results were provided (reference range < 8 miu/ml is nonreactive; >=8 miu/ml is gray zone; >=12 miu/ml is reactive): initial result= 8.0 miu/ml (gray zone); repeat results= 7.50 miu/ml and 20 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr analyzer, serial number (B)(6), and discovered the module generated error code 3700, thermistor #2 tubing, due to the wash zone tubing fitting being broken. The fsr replaced the arc tbg/sn tp wz which resolved the issue. Return testing was not completed as returns were not available. The service history of the (B)(6) verifies no subsequent discrepant results have been reported since the current issue was identified. A review of tracking and trending of the architect i2000sr did not identify an increase in complaint activity associated with the complaint issue. Additionally, review of complaint and trending data associated with the arc tbg/sn tp wz (08c94-90) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc tbg/sn tp wz was identified.